Event description:
Caller called to report difficulty opening the package for her denture cleanser. Once she got the package opened she inhaled the contents; ¿there is no way of opening it without breathing it in.¿ reporter called the efferdent consumer line requesting to know what ingredients are in the cleanser she was told ¿they do not have to put the ingredients on the package.¿ reporter states that she does not know what she has inhaled and that she has to call poison control.